Event description:
The customer reported numerous flow cell clog errors from the unicel dxh 800 cellular analysis system. The customer performs a daily flow cell flush cycle to clear the flow cell. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced the sample line from the nucleated red blood cell (nrbc) chamber to the distribution valve (dv), which repaired the flow cell clog errors. The repairs were verified per established procedures. (B)(4).